Manufacturer narrative:
Zimvie complaint number cmp-(B)(4).

Event description:
Doctor reported bone fracture when drilling at tooth sites 37. Doctor also indicated too hard bone, essentially the cortical one.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received two (2) tsvtb8, (imp,tsv,3.7,8,mtx,mg) and one (1) tsvt4b11 (imp,tsv,4.1,11.5,mtx,mg) for evaluation. Visual evaluation was performed, the implants had signs of use. Bone debris on the external threads. No damage to the implant was identified to any of the three implants. No signs of malfunction that would contribute to the event. Measurements match drawing. This complaint refers to the second tsvtb8. The DHR was requested, however an electronic copy is not available for review. The investigation will be reopened and updated upon any new or additional information provided to this complaint. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number 1266249 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : medical : bone fracture¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable with all the available information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.